Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient presented to the device clinic when the lead integrity alert (lia) was triggered due to non-sustained episodes (noise) and high short interval counts (sic) on the right ventricular (rv) lead. The ventricular tachycardia (vt) detections were turned off and the rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.